Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tcr75 instrument was impossible to fire. The staples were locked in the load. There was no consequence to the patient.